Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and a gradual increase in pace impedances. The pace impedances began around 500 ohms at implant and rose to 1500 ohms. The lead was not tested on the pacing system analyzer, but an x-ray was performed which did not show any visible damage. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.